Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plastic particle measuring 3-4mm was observed in a compounded 250 ml intravia container. The plastic particle was observed floating up from the port where the infusion tubing set was spiked into the bag. This event occurred during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed small particulate inside the bag. Additional light inspection was performed which revealed small clear plastic piece floating from the membrane port of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.